Event description:
A right heart catheterization was performed to evaluate the accuracy of the cardiomems sensor pressure readings. During the procedure an angiogram was performed which indicated a clot surrounding the sensor, resulting in narrowing of the left pulmonary artery. The physician elected to remove the device by snaring it, and the extraction was completed without complications. It was noted that the cardiomems had been moved during the patient's recent heart transplant which may have contributed to the development of the clot.